Manufacturer narrative:
Review of the lot history record confirmed the lot met all specifications prior to release. Delivery of bone cement using stabilit vertebral augmentation system devices without the use of the multiplex controller is not consistent with dfine's instructions for use. Dfine will remind the user that the multiplex controller is a necessary and required device as part of the stabilit vertebral augmentation system.

Event description:
International affiliate reports that during a procedure as a result of user error, the multiplex controller accidentally dropped to the floor and broke. The physician decided to proceed with cement delivery without the use of multiplex controller. The patient had a scheduled partial lung pneumonectomy 2 weeks later when asymptomatic cement embolism was observed.